Manufacturer narrative:
The device was returned to olympus. Based on the provided information, the possible cause may be due to damage on the ccd unit. The most probable cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the image was not displayed. There was no patient involvement.